Event description:
The system was beeping that there was a problem with the vacuum. The problem persisted despite the interventions given by the hologic rep such as sticking a dilator in the device, using petroleum soaked gauze, gripping the seal, and turning it on and off. A new device was opened as a result.